Event description:
It was reported that there was a priming bolus error and the patient overdosed. It was noted the patient had a smaller pump and the "total priming amount was put in the notes section but was mistakenly transposed as the catheter volume amount only." When the new pump was implanted the priming amount was larger than what it should have been. No patient injury was reported. The patient was hospitalized for a baclofen overdose. The device system was used to deliver compounded baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, lot# serial# implanted: explanted: product type programmer, physician product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2001, explanted: product type catheter. Product ID 8627l18, lot# serial# (B)(4), implanted: (B)(6) 2001, explanted: product type pump. Product ID 8578, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type accessory. (B)(4).